Event description:
The family member reported that the pt was hospitalized for high bgs. It was informed that the customer was placed on IV to lower bgs, but when the customer was placed back on the pump pt's bgs started elevating. Troubleshooting was not performed at this time of call.